Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the gastrointestinal videoscope was dirty and the nozzle had blockage. No patient harm reported. During the evaluation of the device, it was noted foreign objects were coming out from suction tube due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign objects were coming out from suction tube due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of the nozzle had blockage was not confirmed. The reported issue of the bending section cover was confirmed. The bending section cover was dirty. The objective lens has a scratch, chip, and crack. The light guide lens had a chip. The plastic distal end cover was shaved, dirty and had a scratch. The adhesive on the bending section cover was detached. The connecting tube had a scratch and discoloration. The image guide protector was shaved and had a cut. The forceps channel port had a dent. The grip was dirty. The scope cover had a scratch and was dirty. The control unit, up/down right/left knobs, suction cylinder, switch box, switches one (1), three (3), and four (4) were dirty. The universal cord had peeled coating peeling, a scratch, and discoloration. The video cable had a scratch. Due to wear of the angle wire, the bending angle in up/down/left/right direction and the play of up/down/left/right knobs did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Liquid dripped from the suction valve due to a shaved suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b3, b5, e1, e2, e3, and g2.

Event description:
Additional information as received from the reporter. The issue was found during routine inspection. No procedure or patient involvement.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing. It was further presumed that liquid dripping from the suction valve was due to the shaved cylinder (designated as the "s-cylinder). The instructions for use (IFU) (reprocessing manual) warns against insufficient reprocessing in ¿1.4 precautions¿ as below: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Furthermore, the IFU (reprocessing manual) says about precleaning to be performed immediately after procedure in ¿precleaning the endoscope and accessories¿ as below: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.